Event description:
It was reported there was an upload failure notice. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.